Manufacturer narrative:
This report is submitted on february 24, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in explanation of the fixture on (B)(6) 2019. The patient was not reimplanted with another device; however, will be reimplanted at a later date.